Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler and a white reload were fired on the left renal vein and jammed. The doctor was unable to remove the stapler. He dissected around the renal vein and clipped it with clips then pulled the stapler away from tissue. Increased bleeding occurred at the site. The device needed to be cut out of the patient with clips applied to the renal vein for security. New stapler opened for later use without problems. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55p33. The analysis found that one pse45a device was returned in good visual condition and with an ecr45w partially fired 1/10 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.